Manufacturer narrative:
UDI is unavailable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when during a device change out procedure due to normal elective replacement indicator, low impedance and high, out of range, low voltage inadequate capture issue was observed on the rv lead. Lead was capped on (B)(6) 2019 and a new lead was implanted. Patient was stable prior, during and post procedure and will be discharged the following day.